Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pocket stimulation. Additional information indicated that the left ventricular automatic threshold (lvat) was suspended. Boston scientific technical services (ts) that the latest lvat showed loss of capture (loc) and noise which was not marked probably due to sensed being fixed. Ts discussed to consider other sense vectors. To date, this device remains in service. No adverse patient effects were reported.